Event description:
Patient on novalung device, was sitting up in bed and recognized a "wet" feeling and reported this to his mother. Mother called nurse who was right outside the room and told her he's bleeding. Nurse responded immediately. Red cap noticed to be disconnected at crrt connection site and in pool of blood. Nurse clamped device as instructed and called code which was responded to immediately. Nurse noted that the two roberts clamps did not stop the flow of blood when she clamped them closed; required use of surgical hemostats.